Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. The software engineer reviewed the CT scans and found they were of good quality, but the fiducial were symmetric and placed on non-rigid anatomy, which results in poor quality point matching. The software was working as designed. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial microvascular decompression procedure. It was reported that when attempting to register the patient, the site had trouble. It was reported that the fiducial placement was symmetrical and that the scan did not look great. It was reported that the site did not see the system collect fiducials when manually defining them. The surgeon opted to not use trace registration to improve the registration. The site was able to get a registration to proceed, but navigation was not needed for the case and wasn¿t used. Surgical time was extended by about thirty minutes. There was no reported patient impact.